Event description:
This is a report of a patient who failed to follow therapy steps and disconnected during therapy for peritoneal dialysis. It was reported that the patient was confused due to an anesthetic reaction. As a result the patient disconnected during therapy and drained on the floor. The patient line was cleaned with iodine and the patient was reconnected to continue therapy. The technical service representative had the caregiver end therapy and advised them to notify the registered nurse of the events. The patient planned to complete therapy with manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The instructions listed in the patient at home guide for the homechoice device state, "follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Always put on a face mask and wash and dry (or disinfect) your hands thoroughly". There are multiple warnings in the homechoice guide regarding poor aseptic technique. Patients are supposed to use brand new supplies if there is a breach in aseptic technique according to the guide. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.